Manufacturer narrative:
Due to character restriction in block e1 event site address is (B)(6). A getinge field service engineer (fse) evaluated the unit and f ound that the screen has some normal rhythms and blinks according to the vibration of the screen. The connector behind the screen is loose and has accumulated dust, causing the problem. The fse cleaned the connector on the board behind the screen and all display control boards. Tested the display and all functional and safety test have been performed.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) screen is blinking. There was no patient involved and no harm or injury reported.